Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend on the atrial pacing lead was variable and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient's right atrial (ra) lead triggered a lead warning for varying impedance and the lead exhibited a polarity switch to unipolar. A few days later the lead was reprogrammed back to bipolar. It was further reported that the lead exhibited noise. The lead switched polarity again and had to be reprogrammed a second time back to bipolar. The physician was aware of the situation and will continue to monitor. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.